Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the trunk cable connector was super glued to the monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported being unable to complete incoming functional testing.